Event description:
It was reported that the staff in ilcu had to change out a foley. When they removed the foley from the patient it was green and appeared to have mold inside. Later in the night staff changed another foley on another patient and noticed the same issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error cause catheter exposed to environmental contamination. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff in ilcu had to change out a foley. When they removed the foley from the patient it was green and appeared to have mold inside. Later in the night staff changed another foley on another patient and noticed the same issue. Per follow up via email received on 03oct2024, it was reported that they investigated further and did not believe this was an issue with the product.